Event description:
The patient had joint replacements by dr. (B)(4). The implants were too large for the patient according to the operating room report and dislocated in recovery. The patient has an infection and now cdiff. She has been looking for a surgeon to help her but she has been abandoned by dr. (B)(6). She has been told the implants are not the right size despite being custom implants. She had an additional surgery as the implants kept dislocating after surgery. She is in severe pain and unable to find a surgeon to take her. This was her first surgery.